Manufacturer narrative:
The date of the devices return for evaluation is unknown. The name of the initial reporter and occupation is unknown. The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The root cause of the consoles intermittent failure to boot is due to the pbm. The pbm malfunction is undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) was failing to start. It was reported that when switching the console on the screen, it remains black. Soft keys were beeping, but not illuminated. Rotary knob not beeping. Power light-emitting diode (led) green. Telnet connection not possible. The resolution for this issue is unknown. No report of patient involvement, harm, or injury.